Event description:
It was reported that during a ptca/stenting treatment procedure, a portion of the pt2 moderate support 185 cm str guidewire became fractured and remains in the pt's body. The lesion being treated was a calcified, 90% stenotic lesion in the distal left circumflex (lcx) coronary artery. The physician used a 6fr terumo introducer sheath for vascular access and a kamino 6f jl3.5 guide catheter to cross the lesion. The pt2 moderate support 185 cm str guidewire crossed the distal lcx lesion which was subsequently predilated with a prestige magna 2.5/15 mm balloon. In order to prevent the pt2 guidewire from slipping out of the lesion, the physician looped the distal tip and fixed it there. A cypher 2.5/18 mm stent was then deployed at the lesion site. A balance 0.014" guidewire was delivered into the obtuse marginal branch (om) coronary artery. The physician performed kissing balloon inflations in the distal lcx and the om using two magna 2.5/15 mm balloons. The om lesion was assessed with ivus, the wire was removed, and follow-up angiography performed. The physician planned to treat another lesion in the proximal lcx, so he reshaped the tip of the pt2 guidewire in the distal lcx and deployed a cypher 2.5/28 mm stent from the left main to the lcx. Post-dilatation of the cypher stent was performed with an apollo 3.5/15 mm balloon and the effect was then assessed with ivus. The pt2 guidewire was removed and at this time, the physician noticed a portion of the radiopaque wire remained in the distal lcx. It is noted that no resistance was noted with removal of the guidewire. The physician determined that retrieval would be difficult and concluded the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.

Event description:
The customer's complaint was confirmed. The wire fractured at a point after the nitinol taper are - approx .090" of ribbon, and .455" of the ss tip was missing from the wire. The od of the core wire at the fracture site was within specification. After the poly was removed from fractured section, the fractured wire was sent to the sem lab for fracture analysis. The sem results were reviewed by a quality engineer with materialography expertise. Results: the fracture surface exhibited evidence of course grinding with a microcrack. The surface crack propagated (via fatigue) across approx 1/3 of the cross-sectional area. The remaining 2/3 of the cross-sectional area fractured quickly via tensile overload. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The root cause of the dirriculties experienced during the procedure were determined to be related to the method of use. Corrective actions were implemented in 2005 to eliminate and mitigate against a recurrence of this event. This lot had been manufactured in 2005. The dfu cautions: "do not torque, advance or withdraw the guide wire if significant resistance is felt. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the wire tip. Torquing, advancing or withdrawing a guide wire against significant resistance may cause vessel damage, guide wire damage and/or guide wire tip separation.